Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) male patient, the device's monitor blanked out when the shock button was pressed. The clinician indicated that when plugged into a/c, the monitor displayed "ventricular fibrillation" and shock was delivered. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.